Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician feels that the scalpel for making the initial incision for the implantable cardiac monitor creates a puncture that is larger and more difficult to close than is necessary. The tool was discarded. No patient complications have been reported as a result of this event.